Event description:
It was reported that the pump battery could not be charged. Reportedly, customer was using non-tandem provided charging supplies to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.